Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
A cerebrospinal fluid (csf) leak was reported. The reporter noted that since implant two weeks prior, the patient had symptoms of nausea, dizziness and headache that would worsen when the patient would get up. The patient was initially treated with fluids and bedrest; however, the patient continued to have the reported symptoms. The medication being delivered by the pump was lioresal. Additional information received reported the patient had a headache, was unable to sit upright, and had a csf internal leak (as previously reported). The patient required multiple blood patches to resolve. It was noted the patient outcome was resolved without permanent sequelae. The last follow up with the rehabilitation team was on (B)(6) 2014.